Event description:
It was reported that the home patient disconnected the supply bag from the set-up because it was not working and then reconnected the supply bag to the set-up. This event occurred during use while the patient was connected. The technical service representative advised the care giver to end therapy and start over with new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete the manual drain. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where an improper disconnection occurred during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.